Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, the newly placed left ventricular (lv) lead had dislodged. The lv lead was not implanted and an alternate near at hand was implanted on (B)(6) 2022. Patient condition was stable.